Manufacturer narrative:
The lot number was provided for one of the two reported malfunctions so a lot history review was performed. Of the two malfunctions, one device was returned to bd for evaluation. One investigation identified a leak and the second investigation was inconclusive as no sample was returned. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. The two malfunctions involved a patient with no reported patient injury. One patient was a (B)(6) year old female that weighed (B)(6) kgs. The second patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for one of the two reported malfunctions and a lot history review was performed. Of the two malfunctions, one device was returned to bd for evaluation. One investigation was confirmed for a leak and a burst issue, the second investigation was inconclusive. The root cause could not be determined. The devices are labeled for single use. One malfunction had the trending code 1074 (burst container or vessel) added. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. The two malfunctions involved a patient with no reported patient injury. One patient was a 4 year old female that weighed 18 kgs. The second patient's age, weight, and gender were not provided.